Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 433 mg/dl. The customer changed the infusion set the day prior to being admitted. The customer had not attempted another infusion set change or manual injection to try to solve the issue. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The insulin pump was programmed, but the customer did not know if the programming was correct. Advised to have the customer speak with her doctor to verify the programming. Nothing further was reported.